Event description:
Once the asd occluder device was in the correct position, the device was unscrewed from the delivery cable, however the unscrewing of the cable did not release the device. The device was pulled back in to the delivery catheter by pulling the delivery cable. Half of the device was pulled into the delivery catheter but then the cable pulled loose of the device, the device became free in the left ventricle. Pt was taken to or for surgical repair of asd.